Event description:
Reporter wanted to provide us with information regarding a problem that's spiraling out of control. He is very concerned and frustrated by the lack of standardization and lack of proper language / communication between computer systems. He said in his store, an independent pharmacy (that uses mckesson), e-prescribed orders are not matching due to a recent change from a large healthcare organization. He noted that there is currently an addition of a space between a dose eg 50mg is not 50 mg which is causing the orders not to match up. Pharmacy staff is now forced to pick from a list which might have up to item different options. As you can imagine, they now have many errors that have resulted due to "picking" wrong. He said due to medicare expecting stores to report every error on a medicare funded patient, they are already reporting but it's hard to report twice (reporting to us would be twice) and he wonders what is being done with that reported data, and if it's helpful in anyway or is used to monitor and potentially restrict compensation. He had a couple suggestions such as reviewing the dangers of e-prescribing on the monthly community newsletter which he says he reads religiously every month. Doing a survey to pharmacists and technicians to help us ((B)(6)) know what is going on in the community setting and the issues they see with electronic prescribing. Potentially offering ce programs that can have a survey imbedded or questions to help organizations understand what are the current problems with e-prescribing from a front line staff perspective overall, he said that stores have adjusted to the new normal which is orders never matching up but he says may be (B)(6) can do in this realm. (B)(6).